Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The customer reported the device is expected to be returned for evaluation. It has not yet been received. A review of the device lot history record is forthcoming. A follow-up will be submitted.

Event description:
Device issue: stent dislodgement. Time of device issue: before the procedure. Adverse event: none. It was reported that the stent was noted to be dislodged from the balloon during removal from the pouch. The device was not used on the patient. No additional information is available.